Event description:
It was reported that the home patient (hp) experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient started treatment with ceftazidime intravenous (IV) (2g, nightly) and unspecified antibiotics orally (dose and frequency not reported). The patient was hospitalized for five days before being discharged. At the time of the report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.